Event description:
It was reported that multiple of the same cartridge alarms occurred during insulin delivery. Customer loaded a new cartridge to resolve the issue however the cartridge alarm kept recurring. The customer continued to use the pump for insulin therapy.there was no adverse impact to the customer¿s blood glucose level.